Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image turns green. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d4, d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The image tone was found to be abnormal due to damage to the imaging unit. Based on the results of the investigation, the reported event was likely due to damage or deterioration of parts, environmental problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no additional information provided by the customer.